Event description:
As reported via the (B)(4) trial, after successful transfemoral transaortic valve implant (tavi) procedure, the patient had an intraperitoneal hemorrhage extending into the pelvis. The hematoma measured 10cm x 5cm at largest on CT. Per report, the intra-abdominal bleed was likely secondary to common iliac artery trauma during catheterization. The bleeding was resolved by manual compression and IV fluids. The event was not due to device malfunction.

Manufacturer narrative:
Additional investigation in progress.

Manufacturer narrative:
Additional information was received indicating the following. Per report, a peripheral balloon was used to assist with sheath removal. Subsequently a prostar was used for groin closure. The cause for the reported bleed event cannot be confirmed; however, as reported, the event did not occur as a result of a device malfunction. According to the reporter, the event likely occurred secondary to common iliac artery trauma during catheterization. Retroperitoneal bleed/ hemorrhage is a known potential complication of cardiac interventional procedures, and according to the literature, tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. DHR files for the device were reviewed and the device was found to meet specifications prior to release for distribution. No further actions are required at this time.